Manufacturer narrative:
Concomitant medical products:6935 lead, implanted (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited variable and undersensing and low p-waves. This was most likely caused by a change in the position of the lead tip that was pushed down. The lead remains in use. No patient complications have been reported as a result of this event.